Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a biliary drainage procedure, the suture broke. As the physician attempted to complete the pigtail loop of the expel¿ drainage catheter the thread broke near the twist-loc hub. The catheter was removed and the procedure was completed with another of the same device. No patient complications were reported.